Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation review could be performed. Reason for device explant and/or reoperation: no information regarding explantation or an expected explantation date has been received. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a female patient underwent a breast surgery with a 225cc mentor smooth round moderate profile saline breast prosthesis and experienced ¿complications¿ on an unknown side post-operatively. The patient did not want to elaborate as to what the complications were and ended the call. At the time of this report, mentor has received no information regarding explantation or an expected explantation date. Several attempts have been made to gather further information about the complaint, however, the attempts have been unsuccessful. If additional information is received, a supplemental report will be sent.

Manufacturer narrative:
A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer¿s reference number: (B)(4) on (B)(6) 2022, mentor became aware that section h10-additional manufacturer narrative of the previous report erroneously mentioned that the the manufacturing record evaluation (mre) could not be performed. The statement was incorrect. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures.